Event description:
Same case as MDR ID: 2134265-2014-06332. It was reported that device stuck on guidewire occurred. A 035/260/3mm amplatz super stiff¿ guidewire was advanced to the lesion. After the guidewire crossed the lesion, the unspecified balloon catheter was stuck on the guidewire at the level of the 1st asperity and the devices were removed. Another 035/260/3mm amplatz super stiff¿ guidewire was advanced, however, the delivery system of a non-bsc aortic valve was stuck on the guidewire. The guidewire was removed together with other devices.

Manufacturer narrative:
Device evaluated by MFR: the unit returned has jump coil and wire bent, as part of overall visual revision. The visual inspection was performed and the device presents: jump coils along the wire, and the distal tip bent. All the outer diameter (ods) and guidewire overall length taken were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06332. It was reported that device stuck on guidewire occurred. A 035/260/3mm amplatz super stiff¿ guidewire was advanced to the lesion. After the guidewire crossed the lesion, the unspecified balloon catheter was stuck on the guidewire at the level of the 1st asperity and the devices were removed. Another 035/260/3mm amplatz super stiff¿ guidewire was advanced, however, the delivery system of a non-bsc aortic valve was stuck on the guidewire. The guidewire was removed together with other devices.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).